Event description:
It was reported that during a wedge resection procedure, incomplete staple line (only 3 rows available, not 4), after reload and re-reload same error. Another device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returning. No further information available.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.